Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5075885. Remains implanted.

Event description:
It was reported in maude report #mw5075885 that the patient is experiencing severe swelling and pain in the soft tissue caused by endotoxins. The patient also underwent a procedure to shave down bone from bone growth that occurred after surgery. Additional information is unable to be provided, as contact information was not provided.